Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. No details surrounding the patient's death are known. A review of device download information reveals that the lifevest detected four arrhythmias at 10:59:44, 11:03:13, 11:03:52, and 11:12:53, respectively. The patient's continuous ECG recording shows that beginning at 10:59:44 the patient was in sinus rhythm at 95 bpm. The patient's rhythm then transitioned to vf. The patient remained in vf until the device was shut down at 11:13:48. The response buttons were pressed intermittently throughout the detections, which delayed the initiation of the treatment sequence. It is unknown who pressed the response buttons. The lifevest detected the vf. The device exited arrhythmia detections 1-3 due to varying amplitude ECG signal. The fourth detection was interrupted by the device shutdown. It is unknown who shut down the device.